Event description:
One incident of intense itching one hour into a four hour treatment with a tca 210g dialyzer. Treatment was continued until the end of the four hours with cessation of itching when the treatment was completed. The pt was given polaramine (dexchlorpheniramine, route and dose unk) for the itching. The pt has been treated with tca 210g dialyzers for 3 months. The pt has recovered. Biological and conductivity test results of the water were normal.